Event description:
Device issue: none. Adverse event: acute thrombosis. Onset of adverse event: after the procedure. It was reported that the procedure was to treat lesions in the mid - distal circumflex (cx). A non-abbott drug eluting stent (des) was implanted in the mid cx (l1), then a 2.75 x 12 mm promus stent was implanted in the distal cx (l2) and a 2.75 x 8 mm promus stent was implanted in the mid cx (l3). The procedure was completed uneventfully. Approx 2 hours post-procedure, the pt returned to the cath lab with the vessel totally occluded due to in stent thrombosis. A non-abbott balloon catheter was used for several dilatations in the non-abbott des (l1). Then a non-abbott des was implanted (l1), completing the procedure. There was no reported treatment of the promus stents. There was no reported pt sequela. No additional info was provided. (B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The 2.75 x 8 mm promus (part 1009540-08b, lot unk), indicated is being filed under a separate MFR#.